Manufacturer narrative:
Patient information not available for reporting. Date of event: date of device breakage is not known. PMA / 510k: this report is for three (3) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part and lot number for all nine (9) screws was reported. It is not known which combination applies to the three (3) broken screws. Possible part and lot numbers are: 401.764s lot 9689997 x1, 412.812s lot l298933 x2, 412.818s lot 9825219 x1, 412.822s lot 3637041 x1, 412.822s lot 7618213 x1, 412.824s lot 9126629 x1, 412.824s lot 8997536 x1, 412.826s lot 8997538 x1. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a primary surgery for distal radius fracture was performed on (B)(6) 2017 using the two column plate (tcp) and nine (9) screws. During the removal surgery on (B)(6) 2017, it was noted that three (3) of the screws distally located were found to be broken around the root of the head. The removal surgery was performed using hollow reamer and extract-bolt, and no broken pieces were found left in the body. It is not known which three (3) of the reported nine (9) screws were broken. Concomitant devices reported: extraction bolt (309.290, lot 9546179, quantity 1), hollow reamer (part number unknown, lot number unknown, quantity 1), screws (part number unknown, lot number unknown, quantity 6). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed for all possible part/ lot combinations. Part number: 401.764s, synthes lot number: 9689997, release to warehouse date: 19.oct.2015, expiry date: 01.oct.2025, supplier: (B)(4), manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 401.764, synthes lot number: 9683415, release to warehouse date: 07.oct.2015, manufacturing site: (B)(4), part number: 412.812s, synthes lot number: l298933, release to warehouse date: 23.feb.2017, expiry date: 01.feb.2027, manufacturing site: (B)(4), part number: 412.818s, synthes lot number: 9825219, release to warehouse date: 24.feb.2016, expiry date: 01.feb.2026, manufacturing site: (B)(4), part number: 412.822s, synthes lot number: 3637041, release to warehouse date: 16.dec.2010, expiry date: 01.dec.2020, supplier: (B)(4), manufacturing site: (B)(4), non-sterile: part number: 412.822, synthes lot number: 2664971, release to warehouse date: 05.nov.2010, manufacturing site: (B)(4), part number: 412.822s, synthes lot number: 7618213, release to warehouse date: 08.oct.2011, expiry date: 01.sep.2021, supplier: (B)(4), manufacturing site: (B)(4), non-sterile: part number: 412.822, synthes lot number: 2781578, release to warehouse date: 09.sep.2011, manufacturing site: (B)(4), part number: 412.824s, synthes lot number: 9126629, release to warehouse date: 03.sep.2014, expiry date: 01.aug.2024, supplier: (B)(4), manufacturing site: (B)(4), non-sterile: part number: 412.824, synthes lot number: 9099931, release to warehouse date: 14.aug.2014, manufacturing site: (B)(4), part number: 412.824s, synthes lot number: 8997536, release to warehouse date: 03.jun.2014, expiry date: 01.may.2024, supplier: (B)(4), manufacturing site: (B)(4), non-sterile: part number: 412.824, synthes lot number: 8960808 , release to warehouse date: 28.apr.2014, manufacturing site: (B)(4), part number: 412.826s, synthes lot number: 8997538, release to warehouse date: 02.jun.2014 expiry date: 01.may.2024, supplier: (B)(4), manufacturing site: (B)(4), non-sterile: part number: 412.826, synthes lot number: 8992224, release to warehouse date: 17.may.2014, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Reviewing DHR shows that the mentioned lots were released after complete final inspection with no detected issues regarding manufacturing procedure. All lots were released in faultless condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.